Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service representative evaluated the unit and was able to duplicate the event. It was confirmed that the root cause of the event was failure of vent valve 24 vdc 2-way n.o. (Part #119-00-0170) and solenoid driver board (part #0670-0-0639). The company service representative replaced the parts and performed the functional asd safety checks meeting the factory specifications. The unit was returned to the customer. The parts replaced were received by the manufacturing facility at (B)(4) for evaluation. The failure analysis performed by the vendor of the solenoid driver board showed that the part was in good operational conditions. The board was upgraded and was returned to stock. The evaluation of the vent value is in progress. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).

Event description:
During a preventive maintenance conducted by a company representative, it was observed that error code 45 (system failure) and 65 (safety vent failure) were recorded in the system error logs. The company representative was unable to duplicate the reported errors. The system failed the k6a performance test. The hospital medical engineer advised that the errors had occurred when a medical engineer powered up the iabp. After recycling power to the system, the errors were resolved and the system did functioned normally. The medical engineer did not report this incident to (B)(4) at the time it occurred. No patients was involved.